Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Concomitant medical products: product ID :3889-28, lot#: va0hqjr, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor. The patient reported that a couple of weeks prior they noticed a loss of therapy (their bowels were different). They stated they went to check the therapy settings the night prior and had some difficulties. They thought their patient programmer batteries were bad so they replaced them, but after that when they connected it would either give them a 'program' or a lot of time it would give them a picture of a low battery, it was confirmed they were seeing the patient programmer low battery screen. On the call, troubleshooting was done and the patient saw the splash screen. They were instructed to replace the patient programmer batteries, which resolved the splash screen issue, but when they attempted to connect, they could not get passed the poor communication screen. Due to the age of the battery, the patient was redirected to their healthcare provider. They mentioned they met with a rep about a year and a half ago and the ins battery was about 75% used and end of service would approach thereafter, so the caller believed the current issue was with the ins, not the patient programmer. Additional information was received from the patient on (B)(6) 2020. They reported that the issue was caused by ¿battery depletion, movement/shifted wires not in the same place anymore.¿ to resolve the issue, the patient was scheduled to get ¿a 15 year battery and new wire replacement,¿ but would have their current device until (B)(6) 2020.